Event description:
During baxter's functionality testing, a spectrum pump alarmed falsely for upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false upstream occlusion alarms were confirmed through baxter's functionality testing, as well as reproduced through further evaluation. Evaluation found the readings from the upstream sensor to be below specification, which is known to cause the pumps to be more sensitive to upstream occlusion alarms. The upstream sensor was replaced.